Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) was going to the outpatient pd clinic due to not feeling well during a call to customer support for a ¿bags not warm enough issues) two nights prior. In additional follow-up, it was discovered the patient was seen in the outpatient pd clinic on (B)(6) 2024 for symptoms of cloudy pd effluent and abdominal pain. Per the nurse, the patient had a pd culture obtained (the same day) which grew the bacteria stenotrophomonas maltophilia. The patient was treated with vancomycin (per clinic protocol) intra-peritoneal (ip) for peritonitis on an outpatient basis. The nurse reported that the patient recovered from the event and continues pd treatment with the same cycler. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis is due to a breach in aseptic technique due to patient not wearing a mask during pd treatment and poor hand hygiene.

Manufacturer narrative:
Correction: h10 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Additional information.

Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) was going to the outpatient pd clinic due to not feeling well during a call to customer support for a ¿bags not warm enough issues) two nights prior. In additional follow-up, it was discovered the patient was seen in the outpatient pd clinic on (B)(6) 2024 for symptoms of cloudy pd effluent and abdominal pain. Per the nurse, the patient had a pd culture obtained (the same day) which grew the bacteria stenotrophomonas maltophilia. The patient was treated with vancomycin (per clinic protocol) intra-peritoneal (ip) for peritonitis on an outpatient basis. The nurse reported that the patient recovered from the event and continues pd treatment with the same cycler. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis is due to a breach in aseptic technique due to patient not wearing a mask during pd treatment and poor hand hygiene.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) was going to the outpatient pd clinic due to not feeling well during a call to customer support for a ¿bags not warm enough issues) two nights prior. In additional follow-up, it was discovered the patient was seen in the outpatient pd clinic on (B)(6) 2024 for symptoms of cloudy pd effluent and abdominal pain. Per the nurse, the patient had a pd culture obtained (the same day) which grew the bacteria stenotrophomonas maltophilia. The patient was treated with vancomycin (per clinic protocol) intra-peritoneal (ip) for peritonitis on an outpatient basis. The nurse reported that the patient recovered from the event and continues pd treatment with the same cycler. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis is due to a breach in aseptic technique due to patient not wearing a mask during pd treatment and poor hand hygiene.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the fresenius cassette and the patient¿s peritonitis event. However, currently there is no allegation nor any objective evidence that the fresenius cassette set had a malfunction or product deficiency was associated with these events. Peritonitis is a well-documented complication in pd patients. The patient¿s pd nurse reported that the patient did not wear a mask and had poor hand hygiene during the pd exchange. Therefore, based on the reported information, the peritonitis event can be reasonably attributed to a breach in aseptic technique, as reported by the pd nurse.

Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) was going to the outpatient pd clinic due to not feeling well during a call to customer support for a ¿bags not warm enough issues) two nights prior. In additional follow-up, it was discovered the patient was seen in the outpatient pd clinic on (B)(6) 2024 for symptoms of cloudy pd effluent and abdominal pain. Per the nurse, the patient had a pd culture obtained (the same day) which grew the bacteria stenotrophomonas maltophilia. The patient was treated with vancomycin (per clinic protocol) intra-peritoneal (ip) for peritonitis on an outpatient basis. The nurse reported that the patient recovered from the event and continues pd treatment with the same cycler. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis is due to a breach in aseptic technique due to patient not wearing a mask during pd treatment and poor hand hygiene.